Event description:
Boston scientific received information that this right ventricular (rv) lead is suspected to be fractured. Acute changes have been identified and show a high, out of range pacing impedance and a decrease in r-wave amplitude. In addition, noise and oversensing have been noted on the lead which resulted in inappropriate anti-tachycardia pacing (atp) therapy delivery. No inappropriate shocks have been noted. Further information has been received that the patient was seen in clinic. Rv loss of capture was noted. An x-ray was performed which revealed a crack in the lead and insulation damage. The patient was subsequently admitted to the hospital after his device was programmed off. A lead revision procedure was performed and this lead was explanted. The lead is to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available, and our investigation is complete. This investigation will be updated should further information be provided.